Manufacturer narrative:
The medical device problem and type of investigation codes were updated.

Manufacturer narrative:
The meter serial number is (B)(6). The meter and strips (or the meter or strips) were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling,"coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant. Thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
There was an allegation of discrepant results for one patient testing with the coagucheck inrange meter. (B)(6) 2024 a sample of blood from the customer was tested on coaguchek inrange meter with a result of 3.3 inr. On (B)(6) 2024 another sample of blood from the patient was tested on a different meter in the hospital with a result of 2.4 inr. The type of meter used by the hospital was unknown. On (B)(6) 2024 a venous sample from the patient was tested using an unknown laboratory method with a result of 2,4 inr. The tests were done within 30 minutes. The patient's therapeutic range was not reported. The patient's testing frequency was not reported.